Event description:
Patient was revised to address pain and subluxation. Doctor felt the cup was in approx 70 degrees of anteversion. Patient had metallosis, poly wear, and osteolysis. (Left hip).

Manufacturer narrative:
The devices associated with this report were not returned. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. A mal-positioned acetabular cup can also contribute to increased material wear. The investigation has also determined that the acetabular liner and cup product codes are now obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.